Manufacturer narrative:
Device passed displacement test and self test. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump button was not responding but the display like the time was ok. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was performed for keypad anomaly. Customer states that numbers are ramping on their own. Customer states the scroll bar was moving with no input. Customer mentioned that some of the button was not responding when pressing it. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.